Event description:
Medtronic received information that approximately one month following the implant of this transcatheter bioprosthetic valve, the patient presented with strong chest pain. A computed tomography of the chest showed a pseudoaneurysm in the area of the lesser curvature side of the ascending aorta. The cause of the pseudoaneurysm was unknown. The pseudoaneurysm was surgically occluded using a non-medtronic vascular plug. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received the frame on the outflow side of the valve was in contact with the ascending aorta. Postoperative there was no problems and the frame did not puncture the ascending aorta however later a hole was formed, resulting in a pseudoaneurysm. It is unknown whether the pseudoaneurysm was caused by contact with the frame on the outflow side of the valve. It was determined that there was no device movement. It is unknown whether the patient died to the initial pseudoaneurysm or a new pseudoaneurysm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which reported that an aortic injury occurred due to "peripheral leg of the valve". Device movement was also reported. Further details were not provided. Approximately 75 days following the valve implant, the patient died as a result of a rupture of thoracic aortic aneurysm. According to the physician, the valve contributed to the patient death. Updated a2. Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve remained implanted and was not returned to medtronic, so no product analysis could be performed. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: one static image was provided for a limited review confirming presence of amplatzer vascular plug noted in event description above along with possible thrombus from reported pseudoaneurysm. The event also indicates that approximately one month following valve implant, the patient presented with strong chest pain. A computed tomography of the chest showed a pseudoaneurysm in the area of the lesser curvature side of the ascending aorta. Additional information received indicates that the frame on the outflow side of the valve was in contact with the ascending aorta. Postoperative there was no problems and the frame did not puncture the ascending aorta however later a hole was formed, resulting in a pseudoaneurysm. Approximately 75 days following the valve implant, the patient died as a result of a rupture of thoracic aortic aneurysm. Vascular related complications, such as, pseudoaneurysm and rupture, are a known potential adverse patient effect per the device instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the device could not be established. In this case, it is unknown whether the pseudoaneurysm was caused by contact with the frame on the outflow side of the valve. A procedure- or valve-related death is an inherent risk when the patient condition is such that a valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. As reported, the patient died as a result of a rupture of thoracic aortic aneurysm and according to the physician, the valve contributed to the patient death. It was also reported that it is unknown whether the patient died to the initial pseudoaneurysm or a new pseudoaneurysm. In this case, it is unknown if an autopsy was performed and with valve remained implanted, a conclusive assessment of the relationship between the event and the device could not be reached. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.